Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (faults while charging) was confirmed. As received, the battery charger would not charge the test battery packs. Upon evaluation, the d1 component was shorted and there was contamination on the battery board. The cause of the inability to charge the battery packs is the shorted component and contamination. The cause of the shorted component is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was producing faults while charging the battery packs.